Event description:
It was reported that the customer went to the emergency room (ER), details and nature of ER visit were not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.